Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump will not power on after the patient fell into the water while wearing the pump. The reporter stated that there is visible condensation behind the display. Troubleshooting with customer support confirms that there are no cracks or fissures in the pump and the battery cap is intact; however, the battery cap has never been replaced on this pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged complaint remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the pump was returned with visible moisture in the display lens. The pump powered on with audible sound; however, there was no vibration and the display screen was blank. A leak test was performed resulting in a display lens leak. The pump cover was removed for further investigation and revealed moisture present inside the pump. Complete investigation was not possible due to moisture in the pump.